Event description:
I've developed a worsening cough for the past several months. I have the philips CPAP machine that is under recall. I developed a cough in the last few months. Sometimes I smell a odor intermittently when breathing in the tube, however, not sure if it's anything. I called the dme to report it, but they say it is no way to test any malfunction. I tried using a mouthguard as an alternative to the philips CPAP machine, but my continuous oxygen monitoring demonstrated low oxygen apnea episodes. Subsequently, I cannot stop using my CPAP machine. I cannot reach philips, but I did reach out to my dme company , optimal care /bioscript and they have not responded yet. FDA safety report ID# (B)(4).